Event description:
It was reported, "hospital has reported that the diathermy tip has had a failure in the insulation and as a result has burnt the patient where it was not meant to. Awaiting further information and updates from hospital. " treatment of client is unknown at the present time.

Manufacturer narrative:
The device in question, the disposable stainless steel 6 inch flat blade electrode with extended insulation, enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The DHR/lhr, device history record/lot history record, review showed that this device was confirmed by manufacturing documentation to have been produced according to manufacturer's specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. In process check of the heat shrink/insulation is performed to ensure proper production of the devices; therefore, it is unlikely that product was shipped to the customer with an exposed electrode blade at the proximal end of the device. (B)(4). One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. A black mark was observed on the distal and proximal end of the blade. A black marking at the base of the electrode insulation indicates arcing at the proximal end of the device. A gap between the insulation and the proximal end was observed on the actual complaint sample. There could be multiple of possible causes of the reported failure mode. An improperly assembled device could be a manufacturing related cause for the suspect device failure. In process inspection & visual checks were done to ensure proper production of the devices. DHR/lhr documents showed no discrepancies during the review. Other possible cause of the failure mode could be insulation damage after the production. IFU states, "these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration." Thus, any device discrepancies and or damage should be detectable prior to the use. A caution in the IFU states,"never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended use." If the proximal end of this device was not in contact with the patient's skin during use this would not have arced resulting in the minor burn. The potential cause of the complaint could be an exposed blade at the proximal end of the device. The root cause of the exposed blade material is not determined at this time. The cpm is extremely low; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. The device is being held by the end-user facility risk management department in (B)(6). A supplemental report will be filed when the quality engineering evaluation is completed. Device held by risk management.